Event description:
Co clinical coord had already given one clinical inservice training. The console was moved to a different area of the hosp. When it was used for another training, the on/off buttons did not work.